Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 15 mg/dl. Customer was disconnected from the pump and treated with glucagon and fluids. Customer was released from the hospital two days later with no permanent damage. Reportedly, the customer delivered a food bolus and did not end up eating. Customer continued to use the pump for insulin therapy.